Event description:
In a routine review of some event reports, it was noted that three pts had fallen (no injuries sustained). A few days after these events, a service technician had been called out to reset call bell system and told facility they would need to order a part. (At this time, alarm lights would light up outside pt rooms when the call button was pushed, but did not audibly alarm at the central station. Executone was called to provide a service call to resolve the problem. While waiting for the system to be reset, pts were provided hand bells and staff was instructed to make more frequent rounds to ensure pt safety. No falls occurred during this time frame. The system functiioned again properly after it was reset). Due to this additional info, the falls were investigated. After meeting with co rep yesterday facility has now concluded that the call bell system may have functioned as expected during those times. The entire system was upgraded in july 2003 and is still under warranty. Part(s) were ordered and the service supervisor offered to keep a limited supply of spare parts on site at the facility. Techs report to staff upon arrival and departure to communicate current status. Facility is communicating directly with the district general manager. Three technicians arrived, took the entire system down to do 100% analysis, and installed a new circuit board. Resistors were installed on lines to eliminate static. After servicing, the system became fully operational. Tech returned later that day and re-tested each part of the system to ensure that it remained operational.